Event description:
It was reported that during a thyroid procedure, while trying to connect the instrument to the hand piece, the studs broke. Pulled another handpiece and disposal to finish the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.